Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-mar-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 24-30 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1918527 - MDR 3003442380-2024-15664- device 4 of 4.